Manufacturer narrative:
Additional information. Investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tulip: fracture, migration (leg), difficult retrieval - updated sfc." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No relevant notes on neither device or lot number. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
No additional information provided at this time.

Event description:
Patient allegedly received an implant on (B)(6) 2006 via the femoral vein due to history of deep venous thrombosis related to motor vehicle accident. Patient is alleging migration, fracture and device is unable to be retrieve. It is reported that a retrieval attempt was performed on (B)(6) 2018. Per retrieval report: "the filter hook was attempted to be captured using a cook clover snare kit but could no be captured. Endobronchial biopsy forceps were then used to capture the filter hook, the filter was collapsed into the sheath, and removed. Two of the secondary foot plates remains. One of the footplates was removed using the endobronchial forceps. The final footplate could no be removed. This likely lies completely outside the wall of the ivc, does not seem to extend to the surrounding bone of viscera, and there is questionable clinical benefit to advance retrieval attempts." Patient further alleges "I am worried if this may cause me to have further medical problems."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Device code: difficult to remove (1528) not listed in the IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common name & product code = unavailable as the device lot number, rpn, and gpn are unknown. Concomitant products: 16 fr x 45cm sheath(manufacturer unknown), cook clover snare retrieval kit. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a (B)(6) male with past medical history of traumatic t6 transection with subsequent paraplegia in (B)(6) 2006 underwent a gunther tulip filter retrieval (B)(6) 2018 with subsequent fracture of filter footplate with migration to the intestine and foreign body retention. Patient by report had a right side deep vein thrombosis (dvt) and had a gunther tulip filter placed in the inferior vena cava (ivc) on (B)(6) 2006. The patient had a gi bleed related to the 2006 injury and lovenox administration. The patient did not experience any venous thromboembolism (vte) after filter placement. The patient has had no subsequent follow up and no further vte episodes that he is aware of. On (B)(6) 2018 the patient underwent an infrarenal ivc filter retrieval procedure. According to the medical record, a technically successful ivc cook gunther tulip filter retrieval was performed. During the ultrasound-guided right internal jugular vein access an attempt to snare the ivc filter was performed. The struts had migrated into the ivc, with extensive new intimal hyperplastic changes seen surrounding the hook of the filter. No thrombus was present. A single fractured footplate was outside the ivc lumen. The filter hook was attempted to be captured using a cook clover snare kit but could not be captured. Endobronchial biopsy forceps were then used to capture the filter hook, the filter was collapsed into the sheath and removed. Two of the secondary foot plates remained. One of the footplates was removed using the endobronchial forceps. The final foot plate could not be removed. Per the medical record, this likely lies completely outside of the wall of the ivc and does not seem to extend to the surrounding bone or viscera. There is questionable clinical benefit to advanced retrieval attempts. The procedure was completed. Currently the patient is reporting pain. No information was provided regarding onset, quality, region, severity or treatment.